Event description:
A customer reported that a sample gave a negative hbsag result on the eci, but was positive using alternative methods for one patient sample. A false negative hbsag result could present a risk to public health. The negative result was not reported and there was no report of patient harm as a result of this event.